Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, peri-implantitis, pain, fistula (2024_1496 and 2024_1497 are same patient).